Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and damage was observed on the stent. Visual examination of the stent revealed damage to the proxiaml end. The proximal stent struts were bent. Microscopic examination of the material surrounding the stent damage did not reveal any inherent deficiencies that would have contributed to the formation of the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Damage of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. The records review confirms that the device met all material, assembly, and perfomrance specifications. The exact cause of the stent damage could not be determined.

Event description:
Determined to be reportable based on analysis completed in 2007. It was reported that during a percutaneous transluminal coronary angioplasty procedure, a 4.00x8mm liberte' monorail was unable to cross the lesion. Event was resolved by removing the device. "Physician considers event unrelated to the device." The lesion was highly calcified and tight. The procedure was not completed due to this event. There were no patient injuries or complications reported. The patient status is listed as stable. Device analysis indicates stent damage.